Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". The patient's medical history included paratubal cyst and menometrorrhagia. Concomitant products included fluticasone propionate (flovent) since 2016, fluticasone propionate (proair) since 2016 to (B)(6) 2019 and salbutamol (proventil) since (B)(6) 2019. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/ uti"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/ uti,"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In 2010, the patient underwent tooth extraction ("dental problems: extraction") and experienced fatigue ("fatigue") and mood swings ("hormonal changes describe: mood swings,"). In 2011, the patient experienced visual impairment ("vision/eye problems type: losing vision"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and headache ("headaches"). The patient was treated with antibiotics and surgery (robot assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, vaginal haemorrhage, heavy menstrual bleeding, tooth extraction, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, cystitis, urinary tract infection, migraine, nausea, vaginal discharge, visual impairment, weight increased, back pain and arthralgia had not resolved and the pelvic pain and headache outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, tooth extraction, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008 in previous case and in this follow up (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: mr received . Reporter information ,other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". The patient's medical history included paratubal cyst and menometrorrhagia. Concomitant products included fluticasone propionate (flovent) since 2016, fluticasone propionate (proair) since 2016 to (B)(6) 2019 and salbutamol (proventil) since (B)(6) 2019. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/uti"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/uti,"), migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In 2010, the patient underwent tooth extraction ("dental problems: extraction") and experienced fatigue ("fatigue") and mood swings ("hormonal changes describe: mood swings,"). In 2011, the patient experienced visual impairment ("vision/eye problems type: losing vision"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and headache ("headaches"). The patient was treated with antibiotics and surgery (robot assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, vaginal haemorrhage, heavy menstrual bleeding, tooth extraction, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, cystitis, urinary tract infection, migraine, nausea, vaginal discharge, visual impairment, weight increased, back pain and arthralgia had not resolved and the pelvic pain and headache outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, tooth extraction, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008 in previous case and in this follow up 01jan2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". Concomitant products included fluticasone propionate (flovent) since 2016, fluticasone propionate (proair) since 2016 to (B)(6) 2019 and salbutamol (proventil) since (B)(6) 2019. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/ uti"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/ uti,"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In 2010, the patient underwent tooth extraction ("dental problems: extraction") and experienced fatigue ("fatigue") and mood swings ("hormonal changes describe: mood swings,"). In 2011, the patient experienced visual impairment ("vision/eye problems type: losing vision"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and headache ("headaches"). The patient was treated with antibiotics and surgery (supracervical hysterectomy (uterus only)). At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, tooth extraction, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, cystitis, urinary tract infection, migraine, nausea, vaginal discharge, visual impairment, weight increased, back pain and arthralgia had not resolved and the pelvic pain and headache outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth extraction, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : events added-pelvic pain, headaches. Essure insertion date updated . Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". Concomitant products included fluticasone propionate (flovent) since 2016, fluticasone propionate (proair) since 2016 to (B)(6) 2019 and salbutamol (proventil) since (B)(6) 2019. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/ uti"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/ uti,"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In 2010, the patient underwent tooth extraction ("dental problems: extraction") and experienced fatigue ("fatigue") and mood swings ("hormonal changes describe: mood swings,"). In 2011, the patient experienced visual impairment ("vision/eye problems type: losing vision"). The patient was treated with antibiotics and surgery (supracervical hysterectomy (uterus only)). At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, tooth extraction, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, cystitis, urinary tract infection, migraine, nausea, vaginal discharge, visual impairment, weight increased, back pain and arthralgia had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, mood swings, nausea, tooth extraction, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously added "injury nos" was replaced with "abnormal bleeding (vaginal)",events- "abnormal bleeding (menorrhagia), dental extraction, dysmenorrhea,dyspareunia, fatigue, hair loss, mood swings, bladder infection, uti, migraines / headaches, nausea, joint pain, lower back pain, abdominal pain, vaginal discharge, losing vision, weight gain, device monitoring procedure not performed", concomitant drugs, treatment drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.